Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had urinary retention following ptm activations and erectile dysfunction. He reported these symptoms following a revision in (B)(6) 2022 when the catheter was repositioned from t12 to t8. The bolus dose was decreased and the healthcare provider discussed repositioning the catheter, as the catheter tip placement maybe contributing to the symptoms. The plan was for a catheter revision.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient felt that their urinary retention was worsening. The bolus dose was increased, as symptoms did not improve with decrease. Planning again for catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter tip was repositioned to t4. They replaced the entire catheter (tip was repositioned as the intervention for this event) resolving the issue.